Manufacturer narrative:
On 07-dec-2016, the field service engineer (fse) was dispatched to address the reported event. The fse confirmed the wash probe was leaking, the component was replaced and fse tested functionality of analyzer, all tested fine. The most probable cause of the reported event was due to a defective wash probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported "prl calibration failure" with their aia-360 analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.